Event description:
On (B)(6) 2016, low impedance warning message with impedance of < 600 ohms was observed for the patient' s device upon interrogation. Patient previously underwent a generator replacement surgery on (B)(6) 2015. The impedance was also reported to be within normal limits. After the generator was replaced, a break in the silicon tubing near the connector pin was observed and the surgeon mentioned that he might have nicked it. As the surgeon did not have approval for replacing the lead, the lead was not replaced. The impedance with the old lead and new generator was 1710 ohms.

Event description:
Further information was received noting that the patient underwent a full replacement (generator and lead) due to the low impedance. The explanted products have not been received to date. No other relevant information has been received to date.